Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient vision was bad, interfering with reading. The iol was exchanged for another lens. Clinical reason for explant mentioned as mechanical complication of the iol / toric iol misaligned causing high astigmatism unable to reorient lens. Additional information has been requested and received stating, as per surgeons opinion iol was placed in wrong axis and iol power off by 0.75d.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).